Manufacturer narrative:
The investigation for the reported hemolysis has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the hemolysis could not be determined. D4-updated UDI.

Event description:
The user facility reported a 60-year-old female in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. Patient's labs were all hemolyzing during support. Nurse reported there was no echo. The impella cp pump was explanted (B)(6) 2023.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿